Event description:
The customer stated that the central monitoring system (cns) station tower made a loud pop then powered off. A burnt electronics smell came from the tower. MFR ref # 8030229-2015-00004.